Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced tape not sticking issue on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3